Event description:
The pt was revised due to poly wear.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not determine the exact root cause, it would not be unreasonable to expect some wear after 10 yrs of implantation. The need for corrective action was not identified.